Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient did not have therapy and a "replace generator" error message was displayed on the patient programmer. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on feb 25, 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.